Event description:
It was reported that during a low anterior resection procedure, the device was fired and when the surgeon went to check the anastomosis, it was found that the device cut but only half of the anastomosis was stapled. Half of the anastomosis was open. The surgeon attempted to hand sew to close the opening but couldn't get good access. The surgeon took down that anastomosis and then dissected further into pelvis to mobilize more of the rectum. At this point, the surgeon was 5-6 cm away from the anal verge (very low) and then hand sewed the anastomosis. Then the surgeon performed a diverted ileostomy, which was part of the originally planned procedure. There is no patient consequence. As of today, patient is fine. The case, however, was delayed by three hours due to this issue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the post-operative care changed based on the prolonged procedure? No what is the current status of the patient? Unknown.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.